Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacing the display. Unit was safety tested to factory's specifications.